Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep no cassette" alarm. No patient details were provided.

Manufacturer narrative:
Evaluation summary: the customer's pump was visually inspected and found to be in good condition. The keypad was operational and intact, but the top rear label was missing. The event log was reviewed and the customer's reported problem was identified as three no disposable attached alarms. Upon simulated use and sensor verification testing however, the customer's reported problem regarding double beep no cassette attached was unable to be duplicated with or without the disposable attached. The upstream occlusion sensor was recalibrated while the downstream occlusion sensor was replaced as a preventative measure to address the issue. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The customer's reported problem regarding double beep - no cassette attached was unable to be duplicated. Simulated use testing was unable to replicate the error with or without the disposable attached. The upstream occlusion sensor will be recalibrated, and the downstream occlusion sensor will be replaced to address the issue.